Event description:
It was reported that (1) tct75 was used in vertical banded gastroplasty procedure. It was reported by the rep that the instrument would not open after it was fired. It is unknown how the case was completed. There was no consequence to the pt.